Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rapid battery depletion due to high outputs. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.